Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. The customer reported that the drive support cap was appeared to be normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms.